Event description:
Device report from japan reports an event as follows: it was reported that on (B)(6) 2022, the patient underwent surgery for a fracture of elbow bone head with the plate and screws in question. On an unknown date, the fixation was lost. On (B)(6) 2022, a revision surgery was performed and completed successfully with a new plate. No further information is available. This report is for a 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 10mm. This is report 2 of 10 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional procode: hrs. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Part # 04.211.010s; lot # 8l38235; manufacturing site: (B)(4); release to warehouse date: 14 july 2021; expiration date: 01 july 2031; supplier: (B)(4). Non-sterile part # 04.211.010; non-sterile lot # 191p797; manufacturing site: (B)(4); release to warehouse date: 10 june 2021; supplier: (B)(4). Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.